Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported from a patient via email that, "there were at least 2 faulty implants and us security and defense agencies stumbled upon this gravematter". Patient stated that the device led to harrowing hardships. Multiple follow-up attempts were made to the healthcare provider (hcp), however, we were unable to confirm any of these reported allegations. No further complications were reported/anticipated.